Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During field evaluation, fse confirmed the issue and replaced the erbe generator. After replacement, the da vinci system was recalibrated, tested, operated without error and verified ready for use. Intuitive surgical, inc. (Isi) did receive the erbe generator to perform failure analysis. The unit was analyzed, and the reported issue was confirmed and reproduced by failure analysis during the in-house testing. The generator has no significant scratches or dents. The front bezel is not cracked.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the erbe generator displayed persistent error. It would not recover and work even with a power cycle. The erbe generator was replaced with an external generator and no further issue was experienced. The procedure was continued with no reported injury.